Manufacturer narrative:
Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The inserter was returned and evaluated against the complaint. Visual inspection found the tip of the inserter to be dinged and deformed. The thread form is visually free of damage. The shaft of the inserter is scratched, and discolored. The strike plate exhibits impact marks consistent with a multiple use device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03591.

Event description:
It was reported that during an initial tha, a cup was attempted to be inserted with the monoblock inserter handle, but when it was attempted to be unthreaded, the cup was cross threaded, or over impacted. There was a 10 minute surgical delay, and the surgery was completed with another device. No adverse events have been reported as a result of the malfunction. Sales rep indicates no additional information is available.